Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. Visual evaluation of the returned device revealed the distal end of the outer shaft had disengaged at its weld seam and its shaft was noted to be slightly bent. Device history record revealed nothing relevant to this event.based on the information provided and device evaluation, the most likely causes of this event are prying/leveraging the device, application of excess mechanical force during use and/or torsional forcesthe potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the account reported difficulty advancing the rx biliary stent into the common bile duct due to tortuous anatomy. The stent was removed from the patient. However, at this time, it was noticed that the pull wire within the delivery system was coming out of the delivery catheter. The procedure was aborted under the physician's discretion and the patient referred to a different facility. There were no patient complications.

Event description:
It was reported that during a knee scope and meniscal repair the applicator tip came off during implant insertion inside the joint. According to the reporter a second surgery was necessary. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient or event information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and evaluation is in progress. Lot number was requested but not provided; therefore, the device history record review could not be performed. Based on the information provided, the most likely cause of this type of event is prying/leveraging the device or application of excess mechanical force during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.